Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - the product returned has a small piece of yellow tape on the luer which is attached to the proximal handle. This "yellow sheet" on the connector is consistent with the yellow tape which is typically added by our external vendor to protect the component during shipping. Normally the tape is removed before the leak test is executed during manufacturing. The root cause has been determined to be manufacturing related. Bsc ID (B)(4).

Event description:
It was reported that foreign material was found on the device. During preparation of the intellamap orion¿, there was an object like a yellow sheet attached on the connector for flowing of saline inside the intellamap orion¿. The procedure was completed without issue by replacing with another intellamap orion¿. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that foreign material was found on the device. During preparation of the intellamap orion¿, there was an object like a yellow sheet attached on the connector for flowing of saline inside the intellamap orion¿. The procedure was completed without issue by replacing with another intellamap orion¿. No patient complications were reported.